Manufacturer narrative:
Correction information: sections: e.1, e.2 & e.3, g.2, b.5, a.1, a.2, a.3, d.1, d.4, h10, h.4, d.6a, d.6b, d.5, h.6. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable at this time as this is an or return device. The recipient was reportedly unable to be implanted due to too much scar tissue to drill thru. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The device was received by advanced bionics on (B)(6) 2026. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.